Event description:
The accounts engineer stated the nurse call function is not working. He isolated the pendant, but the problem remained.

Manufacturer narrative:
The accounts engineer isolated the issue down to the right signaling circuit board. Repairs have not been completed.